Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 405 mg/dl. Unable to troubleshoot. It was also reported that the customer was hospitalized due to difficulty breathing, it was mentioned that the hospitalization was not diabetes related.